Manufacturer narrative:
Corrected data: patient code 2227 should have been included in initial MDR. Additional information: date of event updated to (B)(6) 2019 in initial MDR. Per updated information, the cause of the event is due to a patient related factor. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial stuck to a piece of paper with clear surgical residue on product. Visual inspection found no visible damage to lens, brown residue on the lens and the lens returned stuck to a piece of paper with ink. The lens has bluish/ purple tint possibly from the ink on the paper. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -9.00/1.0/103 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Glare/haloes were observed and the lens was removed on (B)(6) 2019. Reportedly "lens was removed due to strong haloes. Patient wears glasses again."